Manufacturer narrative:
Device received with an intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Device received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the device was exposed to moisture. Device was dropped in the water. Customer's blood glucose was unknown. Device passed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.